Manufacturer narrative:
Investigation results: bd nogales was not able to confirm the customer indicated failure mode (plunger rod broken / damaged and foreign matter), since no evidence (samples or photos) were provided to perform a further investigation. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance; this lot was accepted. We will keep monitoring the manufacturing process in case any emerging trend is detected.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll tip bulk convenience pak had foreign matter it was reported by the customer that syringe cracked/leaking, plunger leaking, plunger crooked, rubber/debris in barrel under plunger. Verbatim: rcc received a complaint via email. Syringe cracked/leaking. Plunger leaking. Plunger crooked. Rubber/debris in barrel under plunger.